Event description:
The event involved an unspecified primary plum set. It was reported that a patient complained of sensing something wet on his linen, the nurse checked and found the filter to be leaking chemotherapy that was being infused. The patient was exposed to chemotherapy drug, but no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. (B)(6).